Event description:
It was reported that the patient experienced telemetry issues, possibly caused by a dead battery. Additional information received reported that the battery was dead. It was unclear if this was normal battery depletion. A lead revision and battery replacement was scheduled for (B)(6), 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3037, lot#399016, explanted: 2011-(B)(6).

Event description:
Additional information received reported that the patient's device system was replaced on 2011-(B)(6) due to premature battery depletion. The cause of the failure was noted as a possible fall. Tests were performed showing a dead battery and possible broken lead that would not conduct. Prior to replacement, the patient had an increase in frequency, urge incontinence and urinary tract infection. The patient outcome was reported as no injury.